Event description:
I had the vagus nerve stimulator implanted in 2006. Two weeks later dr. Turned the device on with the wrong settings. Side effects experienced were dizziness, suicidal thoughts, migraine headache, extreme tiredness, and anxiety. Throat restriction -voice alteration- was also a problem when the device was on. These side effects resulted in me making two trips to the local emergency room over a three day period. The supplied magnet was placed over the device to keep it shut off until it could be permanently shut off at a later date. Device was turned off by dr. One week after emergency room visits. No bad side effects have been experienced since the device was shut off. Dates of use: 2006. Diagnosis: recurrent major depression. Event abated after use stopped: yes.